Event description:
It was reported occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. There was no adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.